Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was turned off. An attempt in obtaining pertinent additional information was unsuccessful. This ICD remains in service. No additional adverse patient effects were reported.